Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained hydromorphone and an unknown drug, both with unknown concentrations and doses. It was reported ¿either yesterday or the day before¿, the patient¿s pump started alarming. The patient said he was not able to get to his fill. The patient stated he had to set up an appointment. The patient stated he was out of pump medications and out of oral medications. The alarm sounds were consistent with pump alarms. No patient symptoms/complications were reported related to the event.